Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted lymphadenectomy surgical procedure, the large hem-o-lok clip applier instrument would not clip. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The customer reported issue can be resolved by using an alternate instrument to complete the procedure.